Manufacturer narrative:
As the lot number for the device was not returned, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation; however, a photo was provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0730615 chronic catheter allegedly experienced fracture. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex were not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation; however, photos were provided for review. The investigation is confirmed for the fracture problem. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0730615 chronic catheter allegedly experienced fracture. This information was received from one source. One patient was involved with no patient consequences. Age, weight, and sex were not provided.